Event description:
It was reported that during a vats lobectomy procedure, the device fired fine on the first firing, the device was reloaded and when the device was fired the drivers only came up on one side of the cartridge. Converted to open and pulled another device to complete the case with no further pt consequence. Pt currently stable.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.